Event description:
It was reported, the pt is experiencing ineffective left side stimulation. An sjm rep was unable to resolve the issue with reprogramming. F/u identified as of (B)(6) 2013, the pt is experiencing ineffective upper right arm stimulation and is not receiving right hand stimulation. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.